Event description:
User experienced discrepant calcium results for one pt during one evening shift. Initial result gave 10.1 mg/dl. Same sample repeated twice gave 9.0 and 9.1 mg/dl. Pt result was not released until repeated. Reported result was 9.0 mg/dl. Pt was not adversely affected. If add'l info is received, appropriate notification will be provided.